Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in denmark: "overinfusion." According to the cusomer: "some epii pumps was empty too fast. The patient recieved the treatment at home. The pharmacist and nurses have not subsequently been able to confirm that this has actually been the case, as the pumps have been thrown away by the patient. They also cannot confirm that the patient has handled/stored the pumps correctly. But never the less, they complaint about the product because they have seen other complaint swith the same bath number"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 23a05ged41, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.